Event description:
A pt reported blood glucose results of 225 mg/dl, 145 mg/dl, 179 mg/dl, and 139 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also performed a control solution test on the last test strip that they had, which failed high out of range. Pt did not have anymore test strips to retest and confirm the failed control solution test results.